Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that on (B)(6) 2015 they developed a seroma and they took 750ml out. There was no other information available. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.